Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm connector was observed. The remote alarm connector had evidence of physical damage. The device's interface board was replaced to address the issue.